Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an angiography procedure, a flexor high-flex ansel guiding sheath's packaging was opened, and the sheath material was separated/unraveled just below the hub. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of photos provided by the complaintant was also conducted. The complainant device was not returned to cook for investigation, however, photos were provided by the complainant. The photos showed the sheath tubing separated from the check-flo hub, held on by the inner sheath coils. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states, "upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, a photo of the complaint device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the available information and results of the investigation, cook has concluded that shipping/handling contributed to the failure mode, as the damage to the device was found upon opening the packaging. Additionally, a CAPA was previously opened to investigate this issue. Root causes were established, and corrective actions were implemented. This device was manufactured prior to the CAPA implementation, therefore, the manufacturing deficiency addressed in the CAPA also potentially contributed to the failure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiography procedure, a flexor high-flex ansel guiding sheath's packaging was opened and the sheath material was separated/unraveled just below the hub. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.